Manufacturer narrative:
On 10-dec-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant and developed breast pain. During a visual inspection, the device was found to be ruptured. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Breast pain and rupture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: implant rupture, breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old white hispanic female patient who underwent a primary breast augmentation with unspecified mentor gel breast prostheses developed pain in both of her breasts. In addition, the patient reported that her right breast is smaller than her left, and that bras are getting to big for her breasts. Rupture of the patient¿s right breast prosthesis was diagnosed by a CT scan. The patient also reported that her left breast prosthesis is possibly ruptured. As a result, the patient will undergo bilateral explantation on (B)(6) 2020. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, mentor received additional information that the patient had her explanted breast prostheses replaced with a mentor smooth round moderate plus profile 700cc saline breast prosthesis and a mentor smooth round moderate plus profile 650cc saline breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 20-oct-2020, mentor received additional information about the event. The patient is scheduled to undergo bilateral explantation on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(4) 2020, mentor received additional information about the event. It was initially reported that the patient was scheduled to undergo explantation on (B)(6) 2020. New information received states that explantation has not happened yet and no explantation date has been scheduled. The suspect medical device is still implanted in the patient. Manufacturer¿s reference number: (B)(4).